Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that two pitch cables were found to be loose and frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were undamaged. The clevis did not exhibit any damage or wear marks. The cable segment that contains the crimps were still installed in clevis. Upon housing removal found both pitch cables loose at the clamping pulley, but no loose clamping pulley screw was found. No other damage was found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the prograsp forceps instrument cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.